Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the unit's battery failed the battery load test.

Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of "battery failed the battery load test" is not confirmed. The returned battery passed visual and functional test specifications. The root cause of the complaint is undetermined. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
There was no patient involvement. It was reported by the field service representative (fsr) that the unit's battery failed the battery load test.